Event description:
Customer reported the c is very difficult to move and becoming squeeky. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the flip flop brake. System operates as intended.